Manufacturer narrative:
The pump passed the displacement test, active current test and self test. The pump failed the sleep current test and isolated to pcba 2. Unexpected battery power loss confirmed. Charge/battery lasts less than expected confirmed. [Ba22 is obsolete/merged with ba32].

Event description:
The customer reported via phone call that the insulin pump did receive a low battery alert prior to the off no power alert. Customer's blood glucose level was unknown. Customer states the battery was not previously used. Customer reports the insulin pump was not dropped. Customer states this is the second occurrence of off no power in less than 8 hours after low battery warning. Customer advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.